Event description:
It was reported that (1) device was used during an ileo pouch. It was reported by the affiliate that the tlc55 instrument locked out and would not fire. More info to follow as the only info known was that there was no consequence to the pt.